Manufacturer narrative:
During service at zoll, the autopulse platform (sn 41416) failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering on. The system error - ua139 (unable to hold compression position) was cleared using apvision3 software during device evaluation performed at zoll. During further testing, the system error did not occur again. Upon further functional testing, the backlight of the lcd was noted to be flickering briefly upon powering on and went dark afterward. The malfunctioning processor board pca assembly was replaced to address the issues. The likely root cause of the malfunctioning processor board was the device's aging. The autopulse platform was manufactured in 2015 and is eight years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. Upon further testing, the brake gap inspection verified the brake gap was within the specification. During service, the temperature sensor was replaced to address the fault 41 (patient temperature sensor failure) observed during the archive data review. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During service at zoll, the autopulse platform (sn 41416) failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering on. Also, the backlight of the lcd was noted to be flickering briefly upon powering on and went dark afterward. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only.**